Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication code (no image) was the biopsy channel leaked while the user was handling the device, and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred. The event can be detected/prevented by following the instructions for use which state: ¿ when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit failed the leak test due to bubbling through the channel and a deformation in the universal cord near the connector. Additionally, as noted in b5, the unit was not displaying an image and instead had a b30 scope communication error present. Evaluators did note that the image would return blurry following an aeration of the unit. There was other damage found throughout the device. The scope connector and light guide prongs had fluid invasion damage present. The control body and bending section were also found functioning improperly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii bronchovideoscope due to an unspecified air/water leakage issue noted from the channel during a diagnostic bronchoscopy procedure. Reportedly, this failure had no impact on the results of the procedure. During the device evaluation, it was discovered that the unit was not producing an image, and instead displaying a b30 scope communication code. This report is being submitted to capture the lack of images found, and the presence of the b30 scope communication error code noted during the device evaluation.